Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Regurgitation is a known adverse event and is documented in the device risk management files. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this pulmonary bioprosthetic valved conduit (pvc) was replaced four years after implant due to severe pulmonary insufficiency. The device was replaced with another manufacturer¿s pulmonary homograft, which was replaced four days later with a 16mm version of this medtronic device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned to medtronic; it is not known if the device was discarded after explant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.